Event description:
Report received from (B)(4) in the (B)(6) about a case of vaginal exposure of a sling. No additional info available at this point.

Manufacturer narrative:
Device sold and implanted in the (B)(6). Info sent by (B)(4) to the MFR.